Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Material deformation: unable to observe as device has an opening. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a right side rupture and deformation. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture and deformation of the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.